Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the lay user/patient's care giver contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that on (B)(6) 2011 (at 5pm) the patient obtained two blood glucose results in the "400s and 100s" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient manages his diabetes with insulin (self-adjuster) and according to the csr's documentation, after the alleged issue occurred the patient continued with his usual diabetes regimen. At an unknown time after the product issue began, the patient reportedly developed symptoms of stomach pains, shortness of breath, and felt tired. The reporter however, denied the patient received any form of medical intervention/ treatment after the alleged issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: a secondary issue was noted where the meter was found to have pcb contamination at u5. As a result of the secondary issue, the primary complaint could not be investigated or confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.